Event description:
Boston scientific received information that during a routine follow up, this pacemaker was unable to be interrogated by the physician. A magnet was applied to the device and the interrogation was still not confirmed as the device did not go into magnet mode. At this time, it is unable to confirm that the device was capable of performing its essential functions. A revision procedure maybe performed in the near future. Approximately three days later, additional information was received that the patient with this pacemaker was found face down on the floor and subsequently experienced dizziness, nauseated, loss of sight and could not stand. The patient was immediately hospitalized and a revision procedure performed. During the revision it was observed that right ventricular (rv) pacing was delivered and the patient's heart rate was at 20-30 beats per minute (bpm). The device was explanted and replaced and will be returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the explanted device has not been returned to boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of the event .